Event description:
The customer reported to olympus, the 200 micron tfl single use fiber caught fire during a therapeutic cystoscopy right ureteroscopy, laser lithotripsy, stone basketing, right stent placement. There was a slight delay with the patient under anesthesia and then the procedure was cancelled. There was no patient harm reported and no additional intervention done. Though a slight delay/cancellation of procedure was noted, no patient harm occurred, and no additional intervention was required. The delay was short, there is no indication that the procedure was being done for life-threatening reasons, the patient did not develop a permanent disability or permanent damage that caused substantial disruption in their ability to conduct normal life functions, and no additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is associated with the use of the olympus device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: a1, d4 (updating "primary unique device identification (UDI) number" due investigation new information), h2, h4, h6. Corrected field: d10, h6 (¿type of investigation¿, code ¿10 - actual/suspect device test¿ is not applicable because the device was not returned or evaluated), h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. The device was not returned to olympus for inspection, so the reportable malfunction could not be confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.